Manufacturer narrative:
The returned ICD was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there was concern that the battery of this implantable cardioverter defibrillator (ICD) was depleting prematurely. Over the past several months the longevity had decreased from three years to less than three months. The elective replacement indicator was recently triggered. Disk analysis confirmed the power consumption had been increasing in a gradual fashion and device replacement was recommended. The ICD remains in service at this time and no adverse patient effects were reported. Additional information indicated the ICD was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was concern that the battery of this implantable cardioverter defibrillator (ICD) was depleting prematurely. Over the past several months the longevity had decreased from three years to less than three months. The elective replacement indicator was recently triggered. Disk analysis confirmed the power consumption had been increasing in a gradual fashion and device replacement was recommended. The ICD remains in service at this time and no adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.

Event description:
It was reported that there was concern that the battery of this implantable cardioverter defibrillator (ICD) was depleting prematurely. Over the past several months the longevity had decreased from three years to less than three months. The elective replacement indicator was recently triggered. Disk analysis confirmed the power consumption had been increasing in a gradual fashion and device replacement was recommended. The ICD remains in service at this time and no adverse patient effects were reported. Additional information indicated the ICD was successfully explanted and replaced. No additional adverse patient effects were reported.